Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failed transmitter error occurred. Data was evaluated, and the allegation was confirmed. The root cause was determined to be a low battery that led to a transmitter failure. No injury or medical intervention was reported.